Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose is 216 mg/dl. She says she placed the device in her bra. She lives in a hot and humid area, so the device is exposed to sweat. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.